Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a lung infection and was treated with pain medication and antibiotics.

Event description:
It was reported that two days post implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the patient experienced shortness of breath, chest tightness and a cough. The patient underwent imaging which revealed a left sided pneumothorax as we ll as a pleural effusion, swelling, a pneumoperitoneum, pericardial effusion and inflammation. The patient underwent a thoracic drainage procedure which resolved the issue. The crt-d system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 429878, serial# (B)(6), implanted: (B)(6) 2025. Product ID dtmc2qq lot# serial# (B)(6), implanted: (B)(6) 2025. Product ID 09300074, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the implant of the crt-d system, a puncture needle was used for the puncture operation which posed the risk of pneumothorax.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.